Manufacturer narrative:
(B)(4). The device was manufactured april 30, 2015 ¿ may 4, 2015. The device was received for evaluation. Visual inspection noted that the surface of the reservoir was cloudy. The cloudy surface on the bladder was subsequently identified to be ethanox antioxidant. Antioxidant is an integral part of the bladder rubber formulation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white powder on its balloon. The device was filled with vancomycin. There was no patient involvement. No additional information is available.